Manufacturer narrative:
Per medwatch report #mw5085178, patient claimed to have experienced chronic nerve pain and polyps in the vulva region as well as urinary issues following the laser procedure. Patient did express having pre-existing conditions of dryness in the laser treated area. Medication for intervention use was provided to support the patient's post treatment care (antibiotics, fioricet, rizatriptan, eletriptan, and vitamins). However, we are unable investigate further into the event because the #mw5085178 report does not include any patient name, contact phone number, or email address for cynosure to contact. In addition the report does not include any device details, name of the physician, or the clinic where the treatment occurred. Since there was no device information provided by the initial reporter, we are unable to evaluate the system in this incident. Therefore with regard to the patient's experience per #mw5085178, this is a reportable event.

Event description:
Patient had medical intervention following a laser procedure.